Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a gradual rise in pacing impedance from the upper 500 ohms range to 1265 ohms. There was also a rise in pacing thresholds from 1.0 volts at a 0.5 millisecond pulse width to 2.7 volts at a 0.5 millisecond pulse width. The patient underwent a replacement procedure, and the right ventricular (rv) lead and pulse generator (pg) were explanted. No additional adverse patient effects were reported.